Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had surgery on their shoulder on (B)(6) 2018 and about 2 months after that, probably in (B)(6), they realized that somehow their device got shut off, and they didn't realize it. It was also stated that since that same time, probably in (B)(6), they had been having to increase the stimulation every couple of weeks. It was stated that they feel the pressure to go and urgency but then they sit on the toilet and nothing happens unless they ¿bear down hard¿ and start the flow; once they start the flow, they can go. It was stated that the device, on program 4, was helping with their indication issues and symptoms, but they were just having this issue. The inquired about turning stim down or changing the program. However, they did not make any changes on the call stating that it usually takes a few days for their body to react to any changes they make. Additional information was received from a consumer. It was reported that they first experienced needing to increase every couple of weeks in (B)(6) 2018. It was also reported that their device shut off by itself during shoulder surgery. No further patient complications are anticipated or expected as a result of this event.